Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unable to upload/download due to buttons not responding.(B)(4).

Event description:
Information received by medtronic indicated that the pump was not delivering a bolus nor running a temp basal pattern. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.